Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during generator change out due to normal eri. Inappropriate hv therapy was previously observed. Out of range high, hv lead impedance was also noted. No electrical anomalies were seen on the scan. The lead was capped and replaced. The patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that lead fracture was also observed.